Event description:
I had medtronic infuse bone graft surgery. After some time I have overgrown bone with significant chronic back pain. I am now 100% dependent on a rollator walker and cannot walk on my own.